Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number 2017865-2022-00044. It was reported that noise resulting in oversensing and varying low voltage impedance were noted on the right ventricular (rv) lead and the right atrial (ra) lead. Fractures were visually observed on the rv lead and the ra lead. The rv lead and the ra lead were extracted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead fracture, varying low pacing lead impedance, and noise resulting in oversensing were not confirmed. As received, a complete lead was returned in one piece. During electrical testing, the lead failed the high potential test due to procedural damage to the inner insulation at the distal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.